Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) tested and observed failure. Fse removed motor compartment and observed loose muffler, reseated and secured and corrected noise for motor compartment. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
After further review, a final emdr for this complaint was incorrectly submitted. The reported issue is a noise related malfunction. There was no impact to the pump to provide therapy or any clinical impacts to the patient as no patient was involved. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit made noise when used . There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, e2, e3, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. No other information is available. This is on hold waiting for authorization from customer. If we receive any information regarding repair will reopen and update the investigation.